Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that sensor zeroed as per required process. Initially the cerelink sensor was reading between 7mmhg to 16mmhg. Within half an hour of insertion the readings dropped to 12mmhg then 10mmhg then 12 mmhg then 49mmhg. At this stage the cerelink unit was switched off and the patient taken to CT and scanned. After the patient was returned to emergency trauma and the cerelink unit turned back on with positive icp readings initially before the error cable message came on and alarmed. The nurse turned the unit off and on and the unit showed reading of 13mmhg. At 9.20am the monitor was reading 9 mmhg. The patient was supine throughout and had not changed position. The patient was later transported to ICU with positive icp readings. The ICU nurse has then reported at 11.28 am that the monitor was now showing a reading of 20mmhg. The nurse tried disconnecting the sensor from the cable and the cable from the box and turning the cerelink unit off/on. The monitor was still displaying a negative reading (20mmhg). The cerelink unit was turned off by the staff and registrar notified.

Manufacturer narrative:
Product was received for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. The complaint description reports icp reading issues. A DHR review, trending, risk assessment, and failure analysis were performed as part of the complaint evaluation, and can confirm these failure modes for the cerelink monitor product line. All cerelink monitors have been returned to integra lifesciences or the supplier to further investigate the failures. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.